Manufacturer narrative:
Medical record review: a patient with pulmonary embolism and subdural hematoma contraindicated to anticoagulation had a vena cava filter deployed. Approximately five months post filter deployment, the patient was scheduled for a filter retrieval procedure. A foreign body retrieval snare was positioned immediately above the filter and was easily snared, looped, and attached around the removal hook where a sheath was slid over the upper portion. However, the hooks remained engaged in the wall and were not released despite repositioning the sheath several times and with significant pulling force. It was decided after several attempts that the filter could not be removed without possibly tearing the inferior vena cava and it was elected to leave the filter in place. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five month post filter deployment, during a schedule retrieval attempt, the filter was successfully snared however it could not be pulled into the sheath for removal. Therefore, the filter was left implanted at conclusion of the procedure. Based on the provided medical records, the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after the patient was diagnosed with a blood clot in the brain. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.